Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering confirmed the complainant's experience of a fractured cannula. The likely root cause of the fractured cannula is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur. This report represents the initial and final report.

Event description:
Procedure performed: ob/gyn, robotics case. Event description: in a ob/gyn robotics case, the doctor was using trocar as a camera port. Towards the middle-end of the case, the surgeon undocked the robot (da vinci si), and took trocar out of the patient. During this time, half of the cannula fractured and was stuck in the patient. Surgeon used instrument to pull the pieces out of the patient. All of the pieces were removed. Patient status: no patient injury or harm to the patient.